Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The customer stated that she had been having unexplained high and low blood glucose levels. She noted that she had been rushed to the hospital on (B)(6), 2015. The most recent blood glucose reading was 153 mg/dl, but the insulin pump showed a sensor glucose reading of 95 mg/dl. The customer declined to provide further information regarding the hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.